Event description:
The contact had discovered the customer's meter was set in mmol/l. She wanted help resetting the meter to mg/dl. She did not allege the customer experienced any adverse events due to the mmol/l readings. The contact was able to reset the meter, and no product will be returned for eval.